Event description:
It was reported that the device switched off and restarted during use. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
No logbook was provided for the examination. A logbook evaluation was therefore not possible. It was reported that evita v600 with serial number (B)(6) performed a restart. For safety, the ventilator's software continuously analyzes and verifies correct device function. In the event that the ventilator's safety software requests a warm start, the emergency valve is opened against the environment to allow the patient to breathe spontaneously. After a successful warm start of the ventilation unit, the alarm message "ventilation unit restarted" is output with an accompanying acoustic alarm tone sequence. The cause of the reported restart cannot be conclusively determined due to the lack of a log book. Dräger service performed a software update as a preventive measure. The device was then tested according to the manufacturer's specifications, with no further deviations. The number of similar cases attributable to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that the device switched off and restarted during use. No patient injury was reported.